Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that while removing the impella 5.5 through the supra clavicular site the aorta tore. The chest was immediately opened and the bleed was repaired. Patient was given 2 units of blood. The pump had supported the patient for over 12 days, and survived the adverse event.

Manufacturer narrative:
The cause of the vascular damage in great vessel was use issue since the graft tore most likely due to excessive force. This report is being filed as part of a retrospective review of historical records.